Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation due to the son had an active (B)(6) infection. According to the device history record for lot number aa4160n43, the product was manufactured according to the approved manufacturing specifications and released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported by a caregiver that the balloon started leaking. It was placed on (B)(6) 2015. The caregiver stated it appears to be leaking at the top of the balloon where the balloon adheres to the stem. She used 8 ml to fill the balloon and now uses sterile water instead of saline as before. The tube was replaced in radiology. She stated that the physician did use contrast in the tube during placement. No injury reported.